Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of another manufacturer¿s graft distally and relay 42mm proximally in the location immediately below the bca (brachiocephalic artery) type iii separation endoleak. Vessel morphology was reported as small in diameter access vessels in the iliac limbs. Ranging from 5.4 mm to 6 mm in diameter. The aneurysm is 63.7 mm in diameter. It was reported that another manufacturer¿s sheath was advanced with difficulty through the right access vessel to the intended location. The valiant delivery system was advanced proximally to the thoracic region with no particular changes in the blood pressure. The valiant apices aligned with the proximal stent edge of the other manufacturer¿s stent graft (relay), started to deploy as planned. However, the graft cover could not be withdrawn further after four stent rings were deployed due to the operator¿s glove was caught in the strain relief. The glove was cut immediately, and the surgical knife was used for the release the strain relief. The valiant stent graft was implanted. After the valiant delivery system was withdrawn from the patient, and the intima was found attached to the distal tip of the delivery system. Although there was no change in the blood pressure, localized vessel damage was suspected. Therefore, another manufacturer¿s stent graft 12mmx12cm was implanted in the right eia (external iliac artery) for precautionary measures, and a patch was applied on the cut-down site for repair. Per the physician, the event was related to the patient¿s anatomy, the access route was in severe condition. Nonetheless, the endoleak could not be left untreated considering the aneurysm diameter, and thus this stent size had to be chosen. No additional clinical sequelae were reported and the patient is fine.